Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok and up button were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and no contamination was found. The pump casing was opened and there was no evidence of a defect inside. Unrelated to the original complaint, it was noted that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.